Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having smith robinson technique to implant prestige disc at the level c6/7. It was reported that, surgeon ordered an x-ray which showed the device had rotated. The patient developed pain at the level of operation multiple months after post op. The device was explanted and performed anterior cervical discectomy and fusion. No further complications reported regarding the event.